Event description:
The rptr stated that rptr did back to back blood glucose tests, within 10 minutes, using the same finger stick. Rptr's results were 223 and 156 mg/dl. Rptr did not have any symptoms. On follow-up, it was noted that the rptr was using strips expired 02/99 and opened possibly more than 6 months. Rptr doesn't test on a regular basis, and had never removed the test strip holder for cleaning. No harm was alleged.